Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. Troubleshooting and assessment of the system event logs found that unplugging the hard disk of the image processing pc (ippc) resolved the issue. It was also found that the frontal ippc had not done a power on self-test. The fse replaced the ippc as a result. The ippc was returned for failure analysis. Analysis found that the ippc could not boot up completely, likely due to a defective power supply. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.